Event description:
The (B)(6) reported that while the pt was being transferred to the bed with a maxisky 600, her bottom skimmed the edge of the bed and one of the clips on the leg section disconnected from the spreader bar. The pt fell out of the sling and the carers were able to block the fall and pushed the pt fully onto the bed. No injuries were reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the MFR bhm medical, inc (B)(4). Add'l info will be provided following the conclusion of the MFR's investigation.